Manufacturer narrative:
Test strip lot number 1020814091 expiration date: 04/2016. Control solution lot number none. Nova max test strip insert - quality control. Checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that the consumer, "...was rushed to the hospital due to his nova max link that, was giving him high blood glucose readings which caused his pump to give him too much insulin..." According to the consumer his neighbor found him on the kitchen floor unresponsive and called for medical intervention. According to the consumer, when the emts arrived they performed a blood glucose test using their unknown brand getting a result of "...7 mg/dl..." The consumer stated while he was being transported to the hospital, he was given IV by the emts. During the call to customer support, it was revealed that the consumer did not control solution test for integrity before use their initial test strips as instructed in our directions for use and the consumer declined to perform a control solution test while on the phone with customer support. The meter and test strips will be returned for evaluation.